Manufacturer narrative:
H3: the acist angiographic contrast injection system, model cvi, was returned to acist on june 16, 2010 for testing. The injection system was functionally tested and met the pre-established specs. There is no evidence of device malfunction based on the data from the analysis of the injector. The disposable kits used during the event were discarded by the user facility; therefore, no analysis could be made of those items. Acist requested a copy of the angiogram, but this was not provided by the user facility so acist was unable to confirm an air injection had occurred. There is no evidence of device malfunction based on the results of the injector testing. No definite conclusion can be made to the cause of the event. This report is closed.

Event description:
Narrative: user facility reported a suspected air injection during a left heart catheterization. Upon the first "puff" injection of contrast to the pt, the pt became unresponsive. When the pt became conscious, the pt had signs of left side paralysis. The facility was unable to find any evidence of air on the images, although they assume the cause of the event was an air embolism. The pt remained hospitalized until recovered and was discharged on june 10, 2010. (B)(4).